Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began approximately 10 days ago prior to contacting lfs. The patient reported blood glucose readings of "20 and 181 mg/dl" with the subject meter, performed less than 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <= 20 mg/dl. As part of the patient's diabetes regimen, the patient claimed she is on an insulin pump. Approximately 15-20 minutes after the alleged issue began, the patient stated she was dehydrated, felt her arthritis flared up, experienced fibromyalgia, and felt that her ketone levels fluctuated. In response to the alleged issue and symptoms, the patient indicated she tested on her other onetouch ultralink meter with a result of "201 mg/dl" and immediately administered an approximate 1.0 units of an unspecified type of insulin. At the time of troubleshooting, the cca noted the patient used an approved sample site and the subject meter's unit of measure was set correctly; however, the patient's process for testing was incorrect where she did not clean her hands at the time of testing. Replacement products were sent to the patient. Although the patient developed symptoms suggested of a serious injury, there is no indication that the reported issue caused or contributed to a serious injury. The patient's symptom and treatment correlated with the alleged readings of "181 mg/dl" with subject meter and "201 mg/dl" on the other meter. However, this complaint is being reported because the results of "20 and 181 mg/dl" obtained on the subject meter does not meet the criteria for lifescan's accuracy.

Manufacturer narrative:
The meter and test strips were replaced and requested back for investigation. Lifescan (lfs) received the meter involved with this complaint; however, the investigation has not been completed. If the test strips are returned, lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed. (Strip lot#) information was not provided.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.